Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of the error with the power module could not be confirmed through this evaluation. Event details indicated an error occurred with the power module and was related to the internal battery. Additional information communicated indicated the alarm resolved with the exchange of a new battery. The information indicated the power module is working as expected and will not be returning for an evaluation. A root cause of the backup battery issue that led to the alarm could not be determined during the evaluation. All available information for conducting this investigation was collected and no additional follow-up attempts will be performed. To date, the power module (serial # (B)(6)) associated with the event was unavailable for an evaluation. The complaint file will close accordingly and will be reopened if pertinent information is received. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. Power module IFU 103772 rev. B (section 5) covers all alarms (visual and audible) on the power module and what actions should be performed when they do occur. Hmii IFU (rev c), hm3 IFU (rev c), has details on the proper use of the power module. If the power module does not function properly, contact the company's technical service department for assistance. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the power module had a communication error. The battery ran out and was replaced.

Manufacturer narrative:
Reporter phone number: (B)(6). No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.